Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that 7mm extended length endoscope was sterilized incorrectly resulting in the scope becoming blurry. The issue did not happen during the procedure. There were no patient effects.

Manufacturer narrative:
Tw# (B)(4). The device was returned to the factory for evaluation on 04/02/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact returned endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch .

Event description:
N/a.